Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: erector and all channels cfu: 10 cfu. Bacterial identification: acinetobacter species cfu: 13 cfu bacterial identification: flora. Sampling date: (B)(6) 2025 sampling from: erector; canals are sterile cfu: 1 cfu bacterial identification: filamentous fungus. Sampling date: (B)(6) 2025 sampling from: erector and all channels cfu: 8 cfu bacterial identification: non-sterile flora. Sampling date: (B)(6) 2025 sampling from: erector and all channels cfu: 2 cfu. Bacterial identification: mold cfu: 7 cfu bacterial identification: flora. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: <1 cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 5 colony forming units (cfus) of an unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.